Event description:
A home pt reported witnessing solution exiting the end of the pt line of their homechoice set during the prime cycle prior to their automated peritoneal dialysis therapy on their homechoice machine. Reportedly, the home pt stacks their supply bags during the prime cycle. Per the home pt, no pt injury or medical intervention was associated with this incident.